Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high pacing thresholds measurement. The patient is following up with their device physician for next steps. Patient symptoms and emergency department visit appear to be unrelated to the ra lead. No adverse patient effects